Manufacturer narrative:
After additional information review, it was reported that the patient is a 62-year-old postmenopausal woman. The patient underwent lumpectomy on (B)(6) 2020 according to the submitted patient complaint however no record of the procedure is available for review. Scant notes from a follow-up scheduled mammogram/ultrasound report on (B)(6) 2021, refers to ¿malignant us bx breast 1st lesion right. Magnetic resonance spectroscopy (mrs) of the right breast, (B)(6) 2020. In addition, the (B)(6) 2021, mammogram notes state ¿there is increased density and architectural distortion in the lateral right breast consistent with postsurgical change. At the lumpectomy site a biozorb marker is noted. Increased trabecular markings of the right breast are seen and consistent with radiation change. There are no suspicious masses or microcalcifications in either breast. ¿no evidence of malignancy¿. The ultrasound report on the same day reflects the same findings. The only other record available for review is a (B)(6) 2022 (two years after diagnosis) mammogram/ultrasound report that does not specifically mention biozorb. Postoperative architectural distortion at the lumpectomy site in the posterior lateral right breast is stable in appearance. Metallic rings at the lumpectomy site are consistent with a lumpectomy site marker. There are no suspicious masses or microcalcifications in either breast. Impression: no evidence of malignancy. Stable postoperative changes in the posterior lateral right breast. Exam: bilateral breast ultrasound: findings: ultrasound of both breasts was performed including 4 quadrants, subareolar area and axilla. At 10:00 in the right breast 8 cm from the nipple deep to the incision, there is decreased echogenicity. Echogenic foci within this area are consistent with lumpectomy site markers. The lumpectomy site is unchanged in appearance compared to prior ultrasound of (B)(6) 2021. The remainder of both breasts or free of cystic or solid masses. There are no sonographically suspicious lesions. There is no axillary adenopathy.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb marker on (B)(6) 2020. The patient reported that she is suffering from pain and discomfort at the implantation site and that it is making it painful during mammograms and the patient is having trouble sleeping. The patient reports that she has swelling, redness and burning sensation. No other information is available.